Event description:
It was reported that noise on the right ventricular lead had resulted in pacing inhibition. No patient symptoms were reported. The lead was capped and replaced. During the revision, insulation damage due to possibly lead to can abrasion was observed. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.